Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
The customer reported a transpac IV monitoring kits that the line was loose near blood-withdrawn port. The event occurred during priming of heparin saline while using a philips monitor for blood pressure monitoring. There was patient involvement, no adverse event, and no delay in critical therapy. One (1) used transpac® IV monitoring kit with safeset¿ reservoir and blood sampling port, 152 cm (60") tubing, disposable transducer, 03 ml squeeze flush device, macrodrip (pole mount) was returned for investigation. Testing and investigation was able to confirm the complaint. The 27inch arterial pressure tubing is separated from the safest. Adhesive residuals are observed on the pressure tubing and the safeset pocket. This defect appears to have occurred due to insufficient adhesive bonds between the arterial pressure tubing and the safeset. The probable cause of the defect occurred during the manufacturing/assembly process in (B)(4). The device history review for lot number 3768693 was reviewed and there were no relevant non-conformances found.